Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Amenabar et al. "Promising mid-term results with a cup-cage construct for large acetabular defects and pelvic discontinuity." Clinical orthopaedics and related research. 474:408¿414. This report is number 4 of 5 mdrs filed for the same patient (reference 0001822565-2017-00865/866/871/875).

Event description:
It was reported via journal article a patients hip arthroplasty was revised due to infection.